Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d17304, implanted: (B)(6) 2012, product type: accessory. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that they had their implantable neurostimulator (ins) removed the week prior to the report. The ins never provided therapeutic effect and it had been uncomfortable since implant. Indications for use: lumbar radiculopathy spinal pain